Event description:
The peritoneal dialysis (pd) patient reported a drain complication encountered in 2 of 6 of pd treatment on the liberty cycler on (B)(6) 2012. The patient had drained 1147ml out of 1300ml. The patient reported having problems with fibrin and stated that the pin area of the patient connector looked cloudy. The patient's treatment was canceled. The patient was hospitalized due to peritonitis.

Manufacturer narrative:
A clinical investigation was performed. During a follow-up call the pd nurse stated that the patient was treated with antibiotics. The patient's pd catheter was removed, and the patient was transferred to hemodialysis. The nurse reported that the peritonitis was caused by a bowel perforation. Per the fmc associate medical director, peritonitis is a known complication of peritoneal dialysis, usually caused by a break in the sterile field or septic technique. The patient suffered a bowl perforation, which might be the cause of peritonitis. There is no history of fluid leaks, cassette break,s or device malfunctions. The actual device was returned to the manufacturer for evaluation and a product investigation was performed. There were no fluid leaks in the test cassette during a simulation treatment. There were indication of dried fluid inside the cassette compartment and within the recess of the bottom cover adjacent to te pump assembly. A mushroom head check was performed and passed. Further evaluation found no device malfunctions that would have caused the reported peritonitis event.